Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 15 years post implantation the lens was explanted and replaced with a different model lens due to dislocation. Additional information has been requested but no new information has been received.